Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec, voids, red particles on the shell, wear abrasion, deformation, and crease fold. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is no openings were observed on the device.